Manufacturer narrative:
The results of the investigation cannot be conclusively determined as the device was not returned and was instead discarded by the hospital. Per the IFU, hemoptysis is a known inherent risk of sensor implantation.

Event description:
During the implant procedure, hemoptysis, a blood clot, and ultimately the cancellation of the procedure due to the difficulty in getting access to the target vessel occurred. Initially after gaining access to the right internal jugular vein and dilating up to a 12 fr introducer sheath, a non-abbott pulmonary wedge catheter with a non-abbott 0.025 guidewire were inserted to the target left pulmonary artery. The guidewire was then removed and an angiogram was performed. After identifying the target site, a 0.018 guidewire was inserted, the pulmonary wedge catheter was removed, and the cardiomems delivery system opened. The cardiomems delivery catheter was then prepared and inserted over the guidewire. While inserting the delivery catheter to the left pulmonary artery, the physician felt resistance in the right ventricle apex and could not insert the delivery catheter further. The physician attempted to remove the delivery catheter and sensor through the introducer sheath but met resistance. Both the introducer sheath and the delivery catheter were then removed together. A blood clot was noted on the cardiomems sensor and the physician noticed that there was a kink at the proximal portion of the introducer sheath before the valve. The delivery catheter and introducer sheath were then flushed multiple times and the physician utilized a scalpel to dissect the introducer sheath through the kinked section and successfully pulled the delivery catheter through the introducer sheath valve. The sensor was vigorously cleansed in a bowl of normal saline to remove all of the blood clot. It was not known if the patient had a predisposition to thrombus and the physician did not know what the cause of the blood clot was. No additional treatment for the blot clot was conducted. The physician then inserted another 12fr introducer sheath into the same original puncture site. The pulmonary wedge catheter with a non-abbott 0.025 guidewire were inserted in an attempt to get back into the left pulmonary artery. The physician experienced difficulty getting the guidewire back into the left pulmonary artery and used several different kinds of non-abbott guidewires, however, access was not able to be gained to the target vessel. The patient then developed a new onset continuous cough with hemoptysis, which was confirmed by the cath lab nurse using a yankauer to suction and her seeing bright red blood. The procedure was paused until the patient¿s coughing and subsequent hemoptysis self-resolved. The cause of the reported hemoptysis was not known by the physician. The physician made the decision to proceed. Another attempt was made to insert the cardiomems delivery catheter, but there was resistance when inserting the sensor through the introducer sheath valve. Under fluoroscopy, it was confirmed that the introducer sheath had a proximal kink. At this time, the cath lab team discussed suspending the procedure, and the physician made the ultimate decision to cancel the procedure. The sheath was removed and hemostasis was achieved. The patient was taken to the post-recovery area and was in a stable condition. The sheaths were thought to have kinked due to handling and the patient's position. No clinically significant delay was alleged by the physician. The cath lab team discarded the cardiomems delivery catheter, introducers, and guidewires.